Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: the analysis results confirmed that the pouch device was returned fully deployed and with the suture torn. The bag was returned loose. Upon evaluation, the bag was noted to be torn at the middle and bottom end (not at the seams). The torn portion was noted stretched. In order to evaluate the internal components, the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the pouch detached from shaft while inside the patient. Item removed with grasper. Patient consequence was not reported.